Event description:
A (B)(6) year old female underwent a pvi on the 16th and the product was utilized. When the catheter was pulled out with the suture in place part of the catheter broke off in the patient. Was not identified at the time off the procedure. Patient was discharged to home following day and returned to the ed. CT confirmed a foreign object left in the patient. Patient taken to the cath lab to have the object removed. FDA safety report ID # (B)(4).